Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05734. It was reported that burr stuck on wire occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and a rotawire were used to advance and treat the target lesion. During procedure, it was noted that the wire might have been caught and the burr did not move. The procedure was not completed due to this event. No patient complications reported.